Event description:
The customer received blood glucose readings between 80-140 mg/dl from his contour meter. His blood glucose was also tested using a lab test and that result was around 200 mg/dl. The difference between the 80-87 mg/dl readings versus the 200 mg/dl lab result falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer performed control tests during the call and the results fell within the normal control range. No product will be returned.